Manufacturer narrative:
Device returned to manufacturer. The device was returned and analysis was completed. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 54.7cm distal of the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being prepared. As the 3.50mm x 12mm nc emerge balloon catheter was being inserted, the shaft broke apart completely. This occurred outside the patient's body, therefore there was no injury. Another of the same device was used to complete the procedure with no issue.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being prepared. As the 3.50mm x 12mm nc emerge balloon catheter was being inserted, the shaft broke apart completely. This occurred outside the patient's body, therefore there was no injury. Another of the same device was used to complete the procedure with no issue.